Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the implantable cardioverter defibrillator exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Manufacturer narrative:
Further information requested, but not received.

Manufacturer narrative:
Correction g3: the g3 of the previous report should have been jan 3, 2023.

Event description:
New information received notes the patient was brought into clinic on (B)(6) 2023 and the device bluetooth was successfully paired. There were no patient consequences.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully paired. There were no patient consequences.